Event description:
A false positive advia centaur xp troponin ultra result was obtained for a pt sample. The pt was redrawn and tested. The result was negative. The redrawn sample was tested again and the result was negative. The initial pt sample was not available for retesting. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. Analysis of the instrument and instrument data indicated that the cause for the discordant troponin ultra result is unk. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR on october 27, 2010. The initial MDR stated the cause as unknown. Plastic debris in the base reagent lines and reservoir may have caused the discordant result. No conclusion can be drawn.